Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called requesting insulin pump to be replaced due to high blood glucose. Customer's blood glucose was 400 mg/dl. Customer reports that the reservoir would not lock in place. Customer declined troubleshooting of insulin pump. No further information provided.